Event description:
(B)(4).

Manufacturer narrative:
There was no patient injury. The customer replaced the display monitor with another, and they were able to resume monitoring. Also, the failed display was discarded on site by the customer.